Event description:
A malfunction alarm was reported, identified as malf 12, with a fault ID 0x2071. The customer's blood glucose level exceeded 500 mg/dl, and the exact value was unknown, but it displayed as "high." To address the elevated blood glucose level, the customer performed a correction injection via mdi and did not require extensive external assistance. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.